Event description:
It was reported that the patient had been having seizures, was constantly tired and brain tests showed that two lobes of the brain were "messed up". The patient reported being constantly tired and believed that this may have started before the pump was implanted. Seizures had started in the past three weeks. Per the reporter, the md wanted to try stopping the pump to see how this affected the symptoms. The pump was used to deliver morphine, per the reporter, the dose was believed to be low. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.